Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl; cause was unknown, however customer believes it may be due to increased physical activity earlier in the day. The customer required assistance from partner to treat bg level via consumption of carbohydrates. No additional information was provided. The customer was instructed to consult with healthcare provider regarding bg level.